Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Gums bled [gingival bleeding]. Gums were injured [gingival injury]. Lip opened up from the outside/injured lip [lip injury]. Brush heads no longer hold...fall off - oral-b [device breakage]. Case narrative: a spouse via phone stated that the oral-b toothbrush heads no longer held and fell off. Her husband injured his gums, which bled, and injured his lips, which opened up from the outside. No serious injury was reported.

Manufacturer narrative:
18-apr-2023 product investigation results: complained product received user handling was identified as root cause for the complaint.

Event description:
Gums bled [gingival bleeding]. Gums were injured [gingival injury]. Lip opened up from the outside/injured lip [lip injury] . Brush heads no longer hold...fall off - oral-b [device breakage] . Case narrative: a spouse via phone stated that the oral-b toothbrush heads no longer held and fell off. Her husband injured his gums, which bled, and injured his lips, which opened up from the outside. No serious injury was reported. (B)(6) 2023 case update: the suspect product lot was bc804261024. No serious injury was reported.